Manufacturer narrative:
Date of event: date of event is estimated.

Event description:
It was reported the patient's ipg depleted. As a result surgical intervention occurred wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2023-00545 should not have been reported as a medical device report (MDR) after additional information received confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.

Event description:
Additional information received indicated the ipg exhibited normal device characteristics and confirmed the device depleted normally.